Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was likely related to recent windows updates causing temporary login delays on certain stations. A technical support specialist performed initial troubleshooting, including disabling netbios on one station as a precaution, and confirmed that the issue was resolved after the customer rebooted the affected devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system multiple pyxis stations were loading for a long time at login. It was reported by customer that the nurses were experienced delay in puling emergency medications for active labors. There were no adverse events or injuries reported based on this event.